Event description:
The frequency of this reportable event involving part # ar-6410 is approx 5 cases in the last 3 years.

Event description:
During knee surgery, pump was being used at 90mm hg. Fluid extravasated into patient's thigh and abdomen. Pt was administered diuretics to relieve extravasation. No nerve injury has been reported but pt stayed in hospital two days. Pt developed blisters on affected area.